Event description:
The physician reported that during an implant attempt of the subject pacemaker, lead connection difficulties were incurred. The physician referred to a loose set-screw.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, lead connection difficulties were incurred. The physician referred to a loose set-screw.